Manufacturer narrative:
The customer's reported complaint description of "the catheter disintegrated and broke into smaller pieces" was confirmed via the provided photo. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR review of the purchased device lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture/distribution. (B)(4) was sent to contract manufacturer freudenberg medical as notification/awareness of this event and DHR review of the reported lot number. The supplier was made aware of this complaint event per (B)(4) and DHR of the reported lot number by freudenberg medical showed no evidence of non-conformances which would reasonably be expected to affect material durability. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
It was reported when replacing the biliary catheter from an exodus drainage cath 8f biliary pigtail std - 35cm kit. At the 90-day replacement procedure, the catheter disintegrated and broke into smaller pieces. All pieces of the catheter were successfully removed. The replacement procedure was completed, using a bsc biliary catheter.